Event description:
It was reported that the patient stated that this pacemaker was defective. In addition, as per medical form it was stated that the device was explanted due to patient condition. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.